Manufacturer narrative:
(B)(4). (B)(6). On (B)(6) 2014, the patient experienced and was hospitalized for bacterial peritonitis. The peritonitis was manifested by abdomen pain and cloudy effluent. On an unreported date, the patient began treatment with unknown antibiotics for peritonitis. On an unreported date, the catheter was removed as the patient did not respond to the peritonitis treatment. On (B)(6) 2014, the patient was discharged from the hospital. At the time of this report the patient was not recovered from this peritonitis event. On (B)(6) 2014, dianeal pd4 1.5% therapy was withdrawn. On an unreported date, dianeal pd4 2.5% was withdrawn. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment information and patient outcome were not reported. Dianeal therapy was ongoing. No additional information is available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).